Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a blood leak was noted. The non-abbott catheter (acunav) was inserted into the sheath and advanced into the left atrium. When another non-abbott catheter (octaray) was subsequently inserted into the sheath, blood leakage was observed from the hemostatic valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.